Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient in the tear troughs with 1 ml of juvéderm® volbella® with lidocaine. Nine months later, the patient was injected in the cheeks and temples with 3 ml of juvéderm¿ voluma¿ with lidocaine and in the jawline with 2 ml of juvéderm® volux¿. On an unknown date, patient was also injected in the nasolabial folds with juvéderm® volift¿ with lidocaine. Approximately 7 months later, patient started experiencing hard nodules at injection sites. Approximately 4 months later, the patient had nodules in the chin area, injection site, that were warm and tender to the touch. No treatment has been provided. Patient will see a dermatologist for assessment and treatment. The events have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00558 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine, also a device manufactured by allergan.